Event description:
While working with a ventilated patient the physician and respiratory therapist noted that the set peak inspiratory pressure (pip) matched the measured pip. The ventilator was being used in the volume guarantee mode and the care givers were expecting the volume to be reached at a much lower pressure than was being reached, instead the pressure was limiting and volume was not reached. The pip was raised slightly but the result was the same, higher pressure but the expected volume was still not attained. The ventilator was exchanged and the expected results were attained. The original vent was sent to biomed for testing. After extensive testing and consultation with a drager service technician it was determined that the inspiratory pressure sensor was slightly out of specification. A pressure sensor support pcb was ordered and replaced in the ventilator. The machine was retested and all sensor numbers were within specifications and the unit passed all preventive maintenance procedures. Unit was returned to service====================== manufacturer response for infant ventilator, babylog 8000 plus======================assisted in troubleshooting the faulty pcb.